Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In june 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, back pain and vaginal haemorrhage outcome was unknown and the menorrhagia and headache had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event menorrhagia, headaches are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen for migraine and headache as well as lisinopril since 2004. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and headache had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Outcome of events dysmenorrhoea, dyspareunia, pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia updated to recovered/resolved. Concomitant drug, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 30-year-old female patient who had essure (ess205) (batch no. 509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen for migraine and headache as well as lisinopril since 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and headache had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet received. Reporter added. Patient details added. Essure insertion date updated to (B)(6) 2006 (previously reported as (B)(6) 2005). Essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 30-year-old female patient who had essure (ess205) (batch no. 509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen for migraine and headache as well as lisinopril since 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and headache had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.